Event description:
During preventive maintenance the manufacturers svc tech found that the unit would not work on battery. The device was not in use; therefore, there was no pt involvement or harm. The manufacturers svc tech replaced the power management board and power cord to address the reported problem. Final checkout was completed per operating specifications with no fault recurrence reported.